Event description:
Orofacial fracture reconstruction with biosorb fx plates and screws, reconstruction of orbital wall with medpor in 2003. Two months later pus collection in right lower eyelid area. Aspiration and sensitivity test performed. Repeated cellutitis 5 months later. Explantation in 2003. Correction of enophthalmosis by insertion of biosorb fx mesh at the same time. Granulation on incision site the following month. Swelling in operative area in 2004. Implant removal the following month.